Manufacturer narrative:
Concomitant medical products: product ID: 3708660, serial (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2018, product type: extension. Product ID: 3387s-40, lot# va0qekr, implanted: (B)(6) 2015, explanted: (B)(6) 2018, product type: lead. Product ID: 3387s-40, lot# va0qekr, implanted: (B)(6) 2015, explanted: (B)(6) 2018, product type: lead. The main component of the system. Other relevant device(s) are: product ID: 3708660, serial/lot (B)(4), ubd: 03-dec-2018, (B)(4); product ID: 3387s-40, serial/lot (B)(4), ubd: 05-sep-2017, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a manufacturer representative regarding a patient with an implantable neurostimulator (ins). It was reported the system was protruding through the patient's skin at the neck. No environmental/external/patient factors were thought to have led or contributed to the issue. The patient's right side system was removed in its entirety due to infection. The issue was resolved at the time of the report. The patient was alive without injury at the time of the report. No further complications were reported or anticipated.